Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age, gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss for dental cleaning (route-dental, lot number 3450d, frequency, expiration date unspecified). After an unspecified duration, the metal end of the device, which would cut the floss was disengaged from the container and was no longer usable. The consumer further stated that this was the second time the breakage occurred with the device. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8041101-2014-00015. The manufacturer report number for the first product in this case is 8041101-2014-00014. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 15-apr-2014. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8041101-2014-00015. The manufacturer report number for the first product in this case is 8041101-2014-00014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age, gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss for dental cleaning (route-dental, lot number 3450d, frequency, expiration date unspecified). After an unspecified duration, the metal end of the device, which would cut the floss was disengaged from the container and was no longer usable. The consumer further stated that this was the second time the breakage occurred with the device. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on 19-mar-2014. On 19-mar-2014, johnson and johnson reach clean burst icy spearmint dental floss product field sample was received open and used as returned filed sample from the consumer with lot number 3540d was identified. The returned sample failed to meet specification since it was received with the plastic insert assembly with cutter portion broken. Based on the field sample received, the lot number was updated from 3450d to 3540d. The retain sample was visually analyzed and all test results were within specifications. A device history record review for final packaging and packing was performed and no non conformances were found. The complaint investigation is closed with a disposition of confirmed. This report remains as a reportable malfunction case in the united states.